Event description:
It was reported that on (B)(6) 2024, it was found that the foley catheter slipped on its own, and the front end of the balloon was shriveled, without damage. It was stated that there was no gross hematuria and painful urination, so the catheter was re-instilled. It was stated that use physiological saline (air) to inflate to find the cause of the slip. The air bag was fully inflated and there was no air leakage. It was noted that there were no bubbles were seen when placed in water, so it was suspected that there was a product quality problem.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.